Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had history pointers failed. The history pointers are corrupted alarm and then says delivery stopped. The customer¿s blood glucose was 325 mg/dl at the time of incident. The customer was not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected history pointers failed and history pointers are corrupted error noted during testing. Programmed several bolus deliveries and did not initiate the deliver bolus selection. The bolus not delivered alert activated at seconds of keypad inactivity properly each attempt. Programmed several bolus deliveries and initiated the deliver bolus selection. All boluses delivered properly each attempt. The bolus not delivered alert is working properly, and no delivery anomalies or bolus stopped alarm noted during testing.